Event description:
Additional information was received that the t-wave over-sensing was post-paced.

Event description:
During a remote follow-up, noise that resulted in over-sensing and post-paced over-sensing were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.